Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and failed battery test. The customer¿s blood glucose level was 460 mg/dl, 300 mg/dl and 100- 150mg/dl. The customer was treated with bolus and manual injection. It was reported that the pump was not pumping insulin correctly no delivery alarm false low reservoir when it was full motor was louder. The troubleshooting was performed and already was using new battery and did not get the alarm. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.